Manufacturer narrative:
Ellen lr, et. Al. "Management of vagal nerve stimulator infections: do they need to be removed.?" J neurosurg pediatrics 3, 73-78, 2009.

Event description:
Reporter indicated via literature, a vns therapy pt experienced an infection at the generator site and underwent explant surgery. Cultures were negative. The pt presented with wound breakdown and the vns was exposed and was treated by exploration, wound revision and vanco. Good faith attempts to obtain additional info have been unsuccessful to date.